Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within a malignant, 8cm. Mid esopahgeal stricture on (B)(6) 2011 during a stent placement procedure. According to the complainant, the stricture was dilated prior to the procedure; however, the anatomy was not tortuous. During the procedure, under fluoroscopic guidance the ultraflex esophageal covered stent was half way deployed within the target lesion when the deployment suture broke. The partially deployed stent was removed from the patient on the delivery catheter. A second ultraflex esophageal covered stent was used to complete the procedure without any patient complications. The patient's condition was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
Component code 515 relates to device code 2906 for the reported issue of stent partially deployed. Component code 3114 relates to device code 1069 for the reported issue of deployment suture break. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within a malignant, 8cm. Mid esophageal stricture on (B)(4) 2011 during a stent placement procedure. According to the complainant, the stricture was dilated prior to the procedure; however, the anatomy was not tortuous. During the procedure, under fluoroscopic guidance the ultraflex esophageal covered stent was half way deployed within the target lesion when the deployment suture broke. The partially deployed stent was removed from the patient on the delivery catheter. A second ultraflex esophageal covered stent was used to complete the procedure without any patient complications. The patient's condition was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 84mm. The deployment suture was broken at approximately 2660mm proximal to the distal end of the suture. A microscopic examination of the thread noted that it appeared frayed at the point of break. The proximal section of the deployment suture and the yellow pull ring were not returned for analysis. During a functional evaluation, it was possible to retract the remainder of the deployment suture and deploy the stent without issue. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. The dfu state "the ultraflex esophageal stent system and the ultraflex esophageal ng stent system are contraindicated for placement in strictures that cannot be dilated enough to pass the endoscope or the delivery system." According to the complainant, the endoscope was unable to cross the stricture. Therefore, the most probable root cause classification is user/ use error.